Manufacturer narrative:
A device history record review, including sterility records, for the electrode was conducted. No issues were identified that would have impacted this event. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Cameron health received info that approximately seven months after implant the s-ICD system was explanted due to pocket infection. The electrode incision was not infected per visual inspection and incisions were nicely healed; however, the entire system (pulse generator and electrode) was explanted. There were no adverse pt effects reported. The electrode and pulse generator will not be returning for analysis.